Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: is the lot number of the device available? No. What were the indications for surgery? Were there any issues experienced with the device that contributed to the decision to create a temporary ileostomy? No. What healthcare professional fired the device and what is his/her experience with the device? Npfa. With extensive experience where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Waited 15 seconds. Was the device difficult to close? No. Was the device difficult to fire? No. Did the healthcare professional receive audible & tactile feedback when firing the device? Yes. Were the donuts inspected? If so, please describe. Inspected and complete donuts. Was a complete transection of the cutting washer visually confirmed? Unknown. Were any staple formation issues identified? If so, please describe the shape. No. What is the current status of the patient? Healing and back on track.

Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? What were the indications for surgery? Were there any issues experienced with the device that contributed to the decision to create a temporary ileostomy? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete transection of the cutting washer visually confirmed? Were any staple formation issues identified? If so, please describe the shape. What is the current status of the patient?

Event description:
It was reported that during a sigmoid resection, after stapling the anastomosis with an ecs29a, she noted multiple positive leak tests (air bubbles). The next leak test was negative. She manipulated the tissue and could not get it to leak again. Because of the initial positive leak tests, she finished the case with a diverting ileostomy to ensure healing. The patient will need to return for an additional surgery to take down the ileostomy. The surgery was delayed by sixty minutes due to the reported event. The procedure was successfully completed.